Event description:
It was reported that on (B)(6) 2025, a 25 mm epic plus supra valve was implanted in the patient. On an unknown date, the patient showed increased pressure gradient and a regurgitation was confirmed by echocardiography. The leak observed from the cuff. The valve was explanted and a new 25 mm non-abbott valve was implanted. The patient was reported discharged.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of explant due to increased pressure gradient and regurgitation was reported. Also reported leak from the cuff. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the device was not returned for analysis. The device history record was also reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.